Manufacturer narrative:
A fractured lead was reported to abbott. The lead was not returned for evaluation. A new lead was implanted to reestablish effective therapy and resolve the issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformance's noted that could have contributed to this issue. Based on the information received, the cause of the in-vivo lead fractures could not be determined.

Manufacturer narrative:
A fractured lead was reported to abbott. The lead was not returned for evaluation. A new lead was implanted to reestablish effective therapy and resolve the issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the cause of the in-vivo lead fractures could not be determined.

Event description:
It was reported that the lead was fractured. No accidents, falls, trauma were reported. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.